Event description:
Reporter alleged obtaining a discrepant blood glucose result of 405 mg/dl back to back with a result of 110 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he took his normal 20 units of novolin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.